Event description:
Customer suffered from extreme trembling of their hands, they believed was brought on by extreme high blood glucose. As a result, the customer was unable to complete a blood glucose test prior to receiving an error 3 message. Customer went to the emergency room for insulin treatment. Exact treatment was not described by the customer.